Manufacturer narrative:
The manufacturer previously reported the report as final, which is corrected to initial report. In general information tab the section complete? Is selected as no.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation humidifier device. The manufacturer received information from the patient alleging that the patient death. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.